Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The needle hub was found separated from the sensor base. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensor opened and used.

Event description:
It was reported that the customer had a low blood glucose level. She treated her low blood glucose level and thirty minutes later she tried calibrating her insulin pump but received a calibration error. A sensor needle broke the last time she opened a package. Her blood glucose level was 119 mg/dl. The product will return. Nothing further to report.